Manufacturer narrative:
Evaluation summary: the ift has been fastened and the glue arround the ccd has been overhauled.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This device is not distributed in us so that unique identifier is blank.

Event description:
Ift - loosened, some silicone missing (between objective lens and distal body). This event occurred at the time of during inspection. There was no report of patient harm.